Manufacturer narrative:
Analysis found contamination inside battery compartment and on battery drawer. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.